Manufacturer narrative:
The cause of the reported procedure delay was due to the impedance issue which was confirmed. Electrode 1 displayed intermittent readings during electrical testing. Further testing revealed the rf conductor wire was bent resulting in a fracture just proximal to the weld joint on the rf plate, which is consistent with the intermittence and the reported impedance issue.

Event description:
During an atrial fibrillation ablation procedure, an ¿impedance out of range¿ error occurred intermittently. There was an elongation of the electrodes and the catheter on the cardiac mapping system when the catheter was outside of the sheath. The procedure was extended by approximately 30 minutes due to troubleshooting these issues. The procedure was completed with no adverse consequences for the patient.